Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced severe pelvic pain, vaginal pain, right leg pain, infections, painful intercourse, hip pain, back pain, anxiety and depression. It was reported that patient underwent mesh revision on (B)(6) 2011 due to severe pelvic pain, dyspareunia, and erosion of mesh into vaginal wall. No additional information was provided. (B)(4).